Event description:
It was reported that the customer was unable to deliver a bolus without being connected to a power source. There was no reported impact to the customers' blood glucose level.

Manufacturer narrative:
On 02/10/2015 followup: contact clarified that the wake button was not functioning. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.